Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tube was kinked. It was also noticed that the product was not in the original packaging. Based on the visual inspection, the reported complaint was confirmed. The sample was not in the original package and it is not possible to determine where on the distribution chain of the product the kink occurred. As a containment action, current inventory of product 1041 batch 74l1502861 was visually inspected for kinked tubing and no issues were found. Also, a notification of the complaint was given to personnel involved in the manufacturing process of the product. The DHR review showed that there were no issues related to the reported failure mode both on the product and its components during the manufacture of the material. Although the complaint was confirmed, there is no sufficient evidence to assure this issue originated during the manufacturing process. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that during use the tubing kinked and the oxygen did not flow. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional or dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A device history record review could not be conducted since the lot provided is not valid for (B)(4). A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at this time. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that during use the tubing kinked and the oxygen did not flow. No patient injury reported.

Manufacturer narrative:
(B)(4). The device history record of batch number 74b1502623 has been reviewed and no issues or discrepancies were found which could potentially relate to the reported complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during use the tubing kinked and the oxygen did not flow. No patient injury reported.